Manufacturer narrative:
Corrections to b2 and section h1.  Additional information received from the hospital noted the patient expired of cardiogenic shock due to prolonged ischemia the next day. The valve was in good position, but the previous stent in the lcx had occluded.  The exact cause of death is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary artery occlusion cannot be confirmed.  However, per medical opinion it may have been due to a thrombus. Additional risks factors cannot be assessed as patient characteristics were not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6) during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, prior to valve crossing the annulus, the patient became very hypotensive.  Vasopressors were given and proceeded with direct tavi with no pre-dilation. After valve implant, the pressure did not recover and CPR was started along with cardiopulmonary bypass. Fluoroscopy images showed the valve was in good position and functional, no dissection or disruption were observed.  A catheter to the left main was advanced and showed that a previous stent in the left circumflex artery (lcx) was occluded. The patient had a graft to the right coronary artery (rca) in 1989. The patient has a huge lcx that was also feeding the rca which was occluded downstream. A stent was implanted to re-establish coronary flow and the patient was put on a balloon pump. The patient left the lab in stable condition. The next morning, the patient was still dependent on balloon pump and in fragile condition.  Per report, the ¿physician feels that the stent was occluded with thrombus.¿